Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to remove/guide wire resistance was confirmed. Difficult to position guide wire was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The hi-torque balance middleweight referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a non-tortuous, non-calcified, distal right coronary artery (rca) stenting procedure, a balance middleweight (bmw) elite guide wire was advanced to the lesion without difficulty. A xience xpedition stent delivery system (sds) was advanced over the bmw guide wire but would not advance past the distal maker on the bmw guide wire and they became stuck. Both the xience xpedition sds and the bmw guide wire were removed as one unit without difficulty and a non-abbott guide wire was advanced. Another xience xpedition 2.5 x 12 mm sds was advanced over the new non-abbott guide wire without difficulty to successfully complete the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.